Event description:
A physician reported, that while preparing to treat a patient on 6 may 1999, the syringe cracked when pressure was applied to the plunger, and the collagen material splattered onto the patient. The physician was using the adg needle. The needle did not disengage from the syringe. Some material splattered into the patient's eye (side not specified). The eye was immediately flushed with sterile water, and there was no injury to the patient or medical staff, and no other medical intervention was required.